Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system appropriately delivered a shock for a ventricular fibrillation (vf) episode. The data for this episode was not properly sent to latitude remote monitoring as a yellow alert by the facility. It was noted that multiple patient-initiated interrogations (pii) were performed and received appropriately. Interrogations of the device were initially incomplete. However, upon successful interrogation, it was determined by engineering analysis by technical services (ts) that the events were not sent as alerts because of a previous interrogation on the same day and medical radio frequency (rf) interference. No adverse patient effects were reported. Currently, this crt-d remains in service.